Event description:
Related manufacturer reference number: 2017865-2021-30364. It was reported that the patient presented to the emergency room after receiving shocks for arrhythmia. Further interrogation revealed that the implantable cardioverter defibrillator exhibited backup vvi mode and no low-voltage output. Additionally, the right atrial lead exhibited loss of capture. The patient was in recovery.